Event description:
The pump was returned for investigation. Investigation revealed that the display screen was cracked and blank. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The pump was removed from the case and the display screen was found to be cracked. A test display was inserted and found to function properly. (B)(6).